Event description:
(B)(6) on (B)(6) 2025, a customer contacted quidelortho to report what was described as a misreading of a reaction in major crossmatch testing in the indirect antiglobulin test (iat) for one patient using their ortho vision swift ID-mts analyzer (B)(4). Complainant/complaint reporter: (B)(6), medical technologist date of event: 31 january 2025 reported on (B)(6) 2025 by (B)(6) to ortho global technical solution center (gtsc) software version: 5.14.5 reagent(s): mts anti-igg card lot 101824001-05 expiry 01 august 2025; manufactured 01 november 2024 other reagent(s): 0.8% surgiscreen for gel lot number and expiry date not provided 0.8% resolve panel a for gel lot number and expiry date not provided patient information: not provided the customer reported that, on (B)(6) 2025, they had tested a sample from this patient for antibody screening in iat using 0.8% surgiscreen for gel (lot number not provided) and mts anti-igg card lot 101824001-05 in conjunction with their ortho vision swift ID-mts analyzer (B)(4) and that they had obtained a positive result. No further detail was provided. The customer reported that, on the same day, they had tested this patient sample for antibody identification in iat using 0.8% resolve panel a for gel (lot number not provided) and the same lot of mts anti-igg card and the same analyzer and that they had obtained a mix of positive, negative, fibrin reactions with the 11 cells of the red cell reagent. No further detail was provided. The customer reported that they had identified a cold antibody and that rouleaux were also present. No further detail was provided. The customer reported that, on the same day, they had tested this patient sample for major crossmatch in iat with donor (B)(4) and the same lot of mts anti-igg card and the same analyzer and that they had obtained a negative/compatible reaction. The customer reported that upon visual inspection of the card image on the screen details, they would have graded the reaction as positive 1+. The customer reported that no biased result was reported to a physician. The customer reported that the patient had not been harmed as a result of the reported event.

Manufacturer narrative:
Investigation details from (B)(4): the customer reported that they had processed quality control qc samples to validate gel card technique on the day of the event and that the results were as expected. The confirmation was not provided. The sample preparation conditions were performed as per facility standard operating procedure. No further detail was provided. The cards storage conditions were checked and found aligned with ortho recommendations. All cards tested passed the ortho vision swift analyzer camera inspection for possible defect/abnormal appearance. An analyzer screen shot of the crossmatch test details was provided confirming the negative grading reported by the analyzer and the reaction being manually edited to 1+ by a laboratory operator. Visual inspection of the reaction reveals a large negative button, what seems to be a piece of fibrin at the interface gel/liquid and an agglutinate at the interface gel/liquid that is diffusing down to the negative button. This reaction pattern seems consistent to those obtained in antibody identification. The following information were requested but not yet provided: - antibody screen details (reaction strength for each cell) - antibody identification details (reaction strength for each cell). The image of the affected card that had given the discordant negative grading was reprocessed by ortho 2nd level. They were able to reproduce the negative grading reported by the analyzer. Indicating that the reaction obtained by the customer analyzer was consistent according to design with the expected grading of the cassette imaging software (cims). The ortho vision swift ID-mts cassette imaging system has functioned as per design. No further investigation was performed on this incident. The assignable cause of the discordant negative crossmatch result could not be determined. The qo medical safety officer was consulted for this case. Per the complaint information, the customer had obtained a positive antibody screen and a mix of positive, negative, and fibrin reactions on the antibody identification with iat using the 0.8% resolve panel a. The identified antibody was a cold antibody, with rouleaux formation also noted. However, it was not reported if this was a specific or non-specific cold antibody, nor was it confirmed if it was clinically significant. Cold antibodies are mostly not clinically significant. In some cases, cold autoantibodies may cause cold agglutinin disease (cad), a rare type of autoimmune disease with disease severity ranging from mild to severe. Cold antibodies, fibrin, and rouleaux formation have all been implicated in incompatible crossmatch assessment due to false positive results. Therefore, when these conditions (positive antibody screening and ID, fibrin, and rouleaux formation) are noted during the antibody screening and identification, care is taken during the crossmatch test, increasing the detectability of an erroneous result. In this case, it was not indicated if the observed weak crossmatch (1+) was confirmed by another method or retesting, which would have ruled out the possibility of a false positive result. Neither was the cause of the incompatibility provided. However, if a false positive reaction was due to fibrin, the analyzer should have generated a fibrin flag or provided an indeterminate result. Thus, it appears the result posted by the analyzer was a false negative result. A false negative crossmatch test result may result in the transfusion of incompatible blood to a recipient, causing a hemolytic transfusion reaction, which may be severe and life-threatening. However, since the laboratory did not report a biased result to the physician, there is no risk of patient harm. If this were to reoccur undetected, there exists a risk of serious patient injury following a false negative crossmatch result if the incompatible blood was selected for transfusion. Consultation decision: not a serious injury. In any case there was no evidence of any systematic failure of the ortho clinical diagnostics analyzer to perform as intended. No further complaints of this type have been received from the customer site since the time of the reported event.